Event description:
It was reported that a clearlink system non-dehp solution set was leaking from the drip chamber. This issue was further described as, ¿chemo flush started but drips of chemo noted to be forming outside of chamber and then leaking down tube¿. This event occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.